Manufacturer narrative:
Philips has investigated this complaint. The hemodynamics signal was lost on the dedicated monitor. Philips has confirmed that the customer quickly noticed the asystole/fibrillation due to the change in behavior of the patient. The customer was able to continue with the procedure by activating the hemodynamics (hemo) signal on the flexvision monitor, after which the procedure was completed successfully. The hemo signal returned to the dedicated monitor after a reboot of the hemodynamic system. Philips inspected the system on site. By performing troubleshooting, the monitors were excluded as the cause of the signal loss. The workstation pc was proactively replaced with a new workstation pc. The dvi splitter connected to the dedicated monitor was removed after which the system was returned to use in good working order. The replaced workstation pc was returned to philips for further analysis. The pc was checked and no malfunction was identified. Windows system event files on the pc were analyzed, but no cause for this issue could be identified. Log files for the date and time of the procedure were no longer available on the system so no further analysis could be performed. Based on available information, philips has not been able to confirm the exact cause for the loss of the hemo signal on the dedicated hemo monitor. The most likely cause for the issue was the dvi splitter. Philips has completed a good faith effort to obtain further information on the patient outcome. However, the customer has not provided the requested information. Consequently, philips has closed this complaint. Correction: based on the investigation (evaluation by clinical experts), it has been determined that the incident is a product problem and not "serious injury". The incident occurred with the hemodynamics system and not the azurion x-ray system as initially indicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a procedure on a patient, the screen lost the hemo signal while the heart of the patient stopped beating. They noticed this asystole with a delay on their arterial pressure line because they no longer had a hemo signal present in the room. Patient outcome: cardiac arrest. The patient reportedly survived this incident was initially reported by philips on (B)(6) 2019 with reference ((B)(4)). It has been confirmed that the system involved in the incident is a different one and therefore we are submitting this report.